Event description:
Patient reported recently hospitalized due to central line infection. Line was replaced. Md is aware. Date of admittance/ discharge or length of hospitalization is unknown. No further info/details or dates available. IV remodulin patient. Reported to (B)(6) by: patient/caregiver.